Event description:
A manufacturer representative (rep) via the patient reported that the implantable neurostimulator (ins) never worked for them and has been off for 4 years, since 2012. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the surgical options for moving the lead. No other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.